Event description:
It was reported that medfusion 3500 pump, system failure force sensor test. No patient involvement reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed cracking on the top case and the battery was non-original equipment manufacturer. Review of the event history log showed an occurrence of a force sensor test error. Functional testing duplicated the reported issue and the investigation found that the force sensor cable was torn away from the pressure block and was taped back together. According to the investigation, this issue was a result of the customer's physical damage to the device.